Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted and replaced due to a possible micro-perforation. This lead exhibited a rise in the capture thresholds. This micro-perforation was not confirmed, the physician decided to explant this lead as he suspected this without clear evidence or confirmation. This lead is not expected to be returned. No additional adverse patient effects were reported.